Manufacturer narrative:
The device was not returned to zimmer biomet for investigation. The reported event was not verifiable after the investigation associated with skin irritation. The device history record was reviewed and no discrepancies related to the reported event were found. No physical and/or functional condition could be found after the DHR that could be considered a causal factor for the reported complaint. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Zimmer biomet complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2022. Medical product: unknown. Therapy date: unknown.

Event description:
It was reported by the patient that the 63b electrodes caused irritation. The patient claimed she was red and itchy within the first hour of treatment so she discontinued using the product. It was later reported on (B)(6) 2022, per patient email, the patient was unable to continue use of the bone healing equipment, as both sets of electrodes provided to her created skin outbreaks and intense allergic responses. Her surgeon told her that she should not use the stim if it causes discomfort rather than being beneficial to her healing progress. No additional patient consequences have been reported.